Event description:
The proximal balloon of the trellis burst upon initial inflation.investigation of the returned device on (B)(6), 2014 found the distal balloon chamber material appears to be inverted and pulled over the distal balloon distal marker band, and the proximal balloon has a tear in the balloon material over the proximal marker band.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device was conducted. Additional information has been requested. Should it become available a supplemental report will be submitted.